Event description:
This procedure was an add-on removal of an interstim bladder stimulator. Patient reported that the stimulator "wasn't doing anything to help." The stimulator was sent to lab post-procedure.